Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ syringes, luer slip with needles had inconsistent needle lengths. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that the bd¿ syringes, luer slip with needles had inconsistent needle lengths. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the returned units and confirmed the report of incorrect needle length. 215 actual samples were received and 205 were found with wrong needle length. The manufacturing process was reviewed from the needle assembly process to the syringe assembly process. According to the material transaction records, there was one bag (15kpcs) of needles transferred wrongly to syringe assembly process by utility technician. An awareness training was performed for the technician involved. Additionally, designated areas were delegated to be used in syringe assembly to prevent occurrences of this type. Investigation conclusion: manufacturing process has been reviewed from needle assembly process to syringe assembly process. According to the material transaction records, there was one bag (15kpcs) of needle (25g 1in) transferred wrongly to syringe assembly process by utility technician. The most probable root cause could be due to wrong material issued to syringe assembly process, the associate might have detected the wrong needle material after loaded into the hopper and have sorted out the wrong material from the hopper. However, it was suspected that the clearance of wrong material was not done properly.

Event description:
It was reported that the bd¿ syringes, luer slip with needles had inconsistent needle lengths. There was no report of exposure, injury, or medical intervention noted.